Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. The subject device has been received and is currently in the evaluation process. A device history record review has been requested for the complaint device lot. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a connecting screw would not disengage from a nail during a right tibial nailing procedure on (B)(6) 2016. When the nail was seated, an attempt was made to unscrew the insertion handle from the connecting screw. The connecting screw would not disengage from the nail; it seemed "cold-welded" to the nail. The surgeon had to use vice grips on the wrench to remove it. There was a reported five (5) minute surgical delay. The procedure was completed successfully with no patient harm. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
A product investigation was completed: two (2) cannulated connecting screws (part 03.010.044, lot uq65735, manufactured january 08, 2007) was returned with a complaint stating that instruments would not disengage from the nail and required a lot of effort to remove it. The connecting screws were functionally tested with a known good lateral femoral nail (part 04.003.440 lot 5726555) and the returned insertion handle (part 03.010.045 lot 1564984) and were able to be fully threaded and removed from the nail without any difficulty. It is likely that surgical conditions that cannot be replicated contributed to the complaint condition. The complaint is unconfirmed therefore a root cause of the complaint could not be determined. A visual inspection, device history review (DHR), complaint history review, drawing review, risk assessment review, and functional test were performed as part of this investigation. The returned insertion handle (part 03.010.045 lot 1564984) was returned without an alleged complaint condition. Upon visual inspection there is no evidence that this device contributed to the complaint condition. Per the technique guide, the 03.010.044 cannulated connecting screw is an instrument routinely used with the suprapatellar instrumentation for titanium cannulated tibial nails. The relevant product drawing was reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. The parts were visibly inspected and showed signs of wear along the threads from normal use but were in otherwise good condition. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device history record review: supplier: (B)(4) / packaged by: (B)(4) - manufacturing date: january 8, 2007. No non-conformance reports were generated during production. Review of device history records showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Concomitant device(s) reported: standard insertion handle (part: 03.010.045 / lot: 1564984 / quantity: 1) and tibial nail (part: 04.004.558s / lot: unknown / quantity: 1).